Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial/batch number: (B)(4); model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-1160; serial/batch number: (B)(4); model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the lead site. It was noted that the wound was not healing properly. The patient was placed on antibiotics. The physician does not believe that the infection was device not procedure related. The patient underwent an explant procedure and was doing well postoperatively.